Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to double counting of either p-waves or t-waves. No further details were provided indicating if corrective actions were performed. This s-ICD remained in service and was eventually explanted and replaced due to premature battery depletion. This product was kept by the explanting facility, it is unknown if it will be returned for analysis. No additional adverse patient effects were reported.